Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open red (can h), yellow (pgnd), and pulse wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.